Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp1059h; pgbcwtt0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. In what tissue was the suture placed? What was the appearance of the suture during the second procedure? Was there any precipitating stress factor that contributed to the suture breakage? Other relevant patient history/concomitant medications? If applicable, will representative, unopened product from lot pgbcwtt0 be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. The suture was used on the aponeurosis by continuous stitch. Following the procedure, the patient experienced evisceration. The patient underwent reoperation on (B)(6) 2019 and broken thread was at the level of aponeurosis and it is this tissue which was dehisced. There was no tissue specificity noted for this patient. The patient went home on (B)(6) 2019. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/25/2020. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: unk. In what tissue was the suture placed? Suture of aponeurosis. What was the appearance of the suture during the second procedure? Clear rupture at the middle of the suture. Was there any precipitating stress factor that contributed to the suture breakage? No. Other relevant patient history/concomitant medications? No. If applicable, will representative, unopened product from lot pgbcwtt0 be returned, return date, tracking information? According to the customer the device is not available what is the physician¿s opinion as to the etiology of or contributing factors to this event? A digestive surgeon thinks the device has a resorption time too fast for aponeurosis. For this kind of case, a suture with a resorption slower would be better. What is the patient¿s current status? The patient goes well. Lot numbers of impacted products: lk8bswso and mpbdwso. Please clarify which lot no. Is involved in evisceration post caesarean (procedure on (B)(6) 2019). The correct lot number is pjbbwgt0.

Manufacturer narrative:
Product complaint # (B)(4).